Event description:
It was reported that (2) devices were used during an unknonw procedure. It was reported by the affiliate that both the atb45 devices samples malformed. Another instrument was used to complete the case. There was no consequence to the pt. The device were discarded.